Manufacturer narrative:
Complaint (B)(4). Received 83pcs 456073p/b231033l for evaluation. Also received 3pcs 456073p/b23033t8, which the customer advised were returned in error. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to have no presence of sodium within tested samples, and no deviations could be observed. Therefore, the alleged malfunction is not confirmed.

Event description:
The customer reported an erroneous sodium [na]result which they suspected is a tube issue. The customer advised of a single occurrence where a na resulted as >210 mmol/l. The customer advised their reference range is 136-145, critical value >160, and linearity range = 75-210. The customer advised the original specimen was collected at 1415 on (B)(6)2024 via venipuncture in their outpatient clinic along with 2 lavender top greiner tubes. The customer provided a photograph and advised the specimen was moderately hemolyzed. The customer advised this [the moderate hemolysis], should not affect na results. The customer advised the [na] test was run a total of 7 times on 2 separate analyzers and 2 different lots of na reagent, and it resulted as >210 every time. The customer advised they took the serum and ran it on an stat (offlabel) with a result of >180. The customer advised the patients previous na result from (B)(6) was 141. The customer advised the patient was called to the local ed of a sister hospital for recollection at 1820 on (B)(6) 2024, and the na result was 145. The customer reported, it cannot be assay or method related, it has to be something within the tube itself. The customer advised they could not confirm the item/lot of the tube used for the na recollection result of 145 on (B)(6) 2024 at 1820, as it was collected at a different hospital. The customer advised they confirmed with their phlebotomist the order of draw protocol was followed.

Manufacturer narrative:
(B)(4). Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.